Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. Customer¿s blood glucose (bg) level increased to above 500 mg/dl due to the pump being unresponsive and the customer being unable to interact with the pump to deliver insulin. The customer administered a correction injection to address the bg. The customer reverted to an alternate method in insulin therapy.